Event description:
It was reported that this electrode was involved in an infection in the xiphoid incision site. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.